Event description:
It was reported that during routine replacement of this cardiac resynchronization therapy defibrillator (crt-d), the left ventricular (lv) setscrew was loosened, however, the lv lead was unable to be removed from the device header. Various troubleshooting techniques were attempted, however, were unsuccessful. A bone cutter was used to cut the device header and the lv lead was successfully removed from the device header. The lv lead was reused with the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the header was cut and detached from the device case and the lv setscrew was missing. All setscrews moved freely and operated normally except for the lv setscrew, which, was missing. Leads were inserted and removed into the right ventricular, right atrial and left ventricular ports without difficulty. The cause of the lead removal difficulty was unable to be determined during analysis of the returned device. This report is also being filed to correct the following fields from the previous report.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the explant of this cardiac resynchronization therapy defibrillator (crt-d), the lead was not able to be removed from the header despite numerous troubleshooting attempts. The header was removed and the lead was able to be removed successfully and used with the new device. No additional adverse patient effects were reported.